Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor distorted; full lead was returned for analysis. The helix will not extend due to the distorted distal coil in the connector. This is caused from over rotation of the connector pin.

Event description:
It was reported that the helix of the lead broke during an implant attempt. Another lead was implanted without incident. No patient complications have been reported as a result of this event.